Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed continual power reboots followed by an unconfirmed cs 162 alarm. The power rebooting/loss of power was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/reboot occurrences. The pump was opened and there were no defects found on the power circuit. There was no moisture found internally. The returned battery cap securely attached to the pump. There was no damage found to the battery compartment threads. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper at the case seal and at the case seal traveling up along the side of the bumper. The display appeared to be dim and discolored when the pump was powered on. The keypad was found to be peeling up at the base but all the buttons were responsive to user presses during the investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.